Manufacturer narrative:
H3: other: device not returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the defective balloon did not inflate, during pre-testing. There was no patient involvement and no patient harm/adverse event reported. Device is available for investigation. The user facility has filed their user facility mandatory medwatch mw5151161.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. Device not returned.